Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear. Although the cannula was damaged, the timing and cause of the damage are unknown.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the pod was leaking insulin.